Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, there was poor staple formation and for all the reloads, they were loaded and unloaded easily. The surgeon was able to press the green button and once they started firing, the staple line wouldn't go more than central or less. The staple line was not completed more than one fourth of the cartridge from central to distal. The surgery and anesthesia time was extended for one more hour. A third handle and reload was opened to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridge noted that the reload was partially fired and the anvil clamping mechanism was deformed. Microscopic evaluation noted that the reload had damage to the cutting edge of the knife blade. The reload was loaded into a representative pmv instrument for functional testing. The interlock was overridden and the reload was applied to test media. All remaining staples were placed. The test media was observed to have a jagged cut due to the knife blade damage. The reload interlock was tested and found to function properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the deformed anvil clamping mechanism may occur in any of the following circumstances such as firing over tissue that is beyond the recommended thickness range and firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.